Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed that the body was kinked and the distal tip was stretched. The core wire was broken at 179.3cm from the proximal end and the other section of the core wire was attached to the ball weld. The broken ends of the core wire had excessive wear due to rotational wear. Dimensional inspection of the overall length and the outer diameter (od) of the distal tip could not be performed due to the device condition. The od of the middle and proximal section of the device were noted to be within specification. A device history record review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08699. It was reported that the burr became stuck in the vessel, a rotawire fracture occurred and the coil portion of the burr pierced the physician's finger. Vascular access was obtained via the iliac bifurcation utilizing a contralateral approach. The more than 90% stenosed target lesion was located in the tortuous and severely calcified anterior tibial artery. A 1.75mm peripheral rotalink plus and peripheral rotawire were selected for use. During ablation, the burr catheter became stuck in the vessel momentarily and built up a torque from where the catheter was being advanced. Consequently, the rotawire broke from the inside and came out from sheath of the catheter. Then, the coil portion of the rotablator catheter pierced the physician's finger at about a centimeter and a half. The burr and rotawire were removed entirely from the sheath and patient's body. The physician was fine and there were no interventions performed or required. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08699. It was reported that the burr became stuck in the vessel, a rotawire fracture occurred and the coil portion of the burr pierced the physician's finger. Vascular access was obtained via the iliac bifurcation utilizing a contralateral approach. The more than 90% stenosed target lesion was located in the tortuous and severely calcified anterior tibial artery. A 1.75 mm peripheral rotalink® plus and peripheral rotawire¿ were selected for use. During ablation, the burr catheter became stuck in the vessel momentarily and built up a torque from where the catheter was being advanced. Consequently, the rotawire broke from the inside and came out from sheath of the catheter. Then, the coil portion of the rotablator catheter pierced the physician's finger at about a centimeter and a half. The burr and rotawire were removed entirely from the sheath and patient's body. The physician was fine and there were no interventions performed or required. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.